Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (B)(6) 2016 due to an infection at the implant site. The wound was debrided and flushed with betadine and the patient was prescribed oral antibiotics. The implanted device remains. This report is filed april 22, 2016.

Manufacturer narrative:
This report is filed, february 11, 2016. The implanted device remains.

Event description:
Per the clinic, the patient was seen on (B)(6) 2015 with a blister present at the incision line; during the visit the area was lanced and silver nitrate was applied to the site. Subsequently silver nitrate was applied to the site once more on (B)(6) 2016. The implanted device remains.